Event description:
Boston scientific received information that this patient with a pacemaker collapsed in the church with an unknown suspected cause. Additional information received confirming no corrective action was done. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.